Event description:
It was reported that this right atrial (ra) lead recorded atrial tachy response episodes due to myopotential over sensing that could not be reproduced. There were a few drops in impedance but nothing noticeable and also higher pacing thresholds per the ra automatic threshold test. It was recommended to reprogram the device and continue to monitor the patient. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.